Event description:
It was reported that the device had dead channel segment display. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)# annex b: b22 annex d: d16 additional information: annex b: b01 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of dead display chanel segment was confirmed but failed to be recreated again. ¿ on 12-aug-2024, lvp was received unboxed and with paperwork. ¿ could not duplicate customer failure in ops lab. ¿ internal investigation did not reveal any damage. ¿ device to be returned to san diego repair center for processing. ¿ display board pn tc10019407 will be kept by fio for further investigation. ¿ recommend bd san diego repair center replace tc10019407. ¿ failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b22. Annex c: c20.

Event description:
It was reported that the device had dead channel segment display. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had dead channel segment display. There was no patient involvement.